Event description:
I had a gynecare prolife placed for a grade 4 cystocele. Initially, it did well although I had chronic inflammation in the right arm where the sling was attached. The sling has since failed; I have another anterior vaginal wall prolapse, with pelvic pain, difficulty urinating at time because the urethra kinks off, but when my bladder gets very full I become incontinent. Intercourse is painful. I am miserable. My gynecologist states I need to have it repaired again but since I just had my knee replaced, I have no fmla time and will lose my job if I take time off to get this fixed. I don't know why your website is requiring me to check all the above boxes to be able to continue to fill out this form.